Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va006vq, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a change in therapy relief. It was stated the issue started after they programmed their deep brain stimulation (dbs) device and they felt it was related. It was noted the patient increased the setting on their therapy and it was starting to feel better, but the patient talked to their neurologist and urologist and they didn¿t feel it was related. It was stated the patient¿s dbs device was activated on (B)(6) 2013 and after that they started feeling pressure in their bladder, ¿like the times she has had bladder infections, just pressure.¿ when the patient increased their stimulation from 0.7 volts to 0.9 volts they started feeling a little better in the bladder area. It was noted that so far when the patient moved it up to 0.9 volts, it did seem like it was working and they never had an issue with their therapy until the dbs device was programmed.